Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of this lot revealed no anomalies during the manufacturing, and inspection processes that can be associated with the reported complaint. Additional information will be submitted upon 30 days of receipt.

Event description:
While prepping a tempo 4 catheter, the physician found that the connecting device did not fit with the hub of the diagnostic catheter. Another diagnostic catheter was used.